Manufacturer narrative:
Product analysis: at analysis it was determined that the battery drawer and battery shorting bar were contaminated. It was noted that the output connector assembly was broken, the keypad was scratched, the printed circuit board (pcb) was replaced due to two or more occurrences of an error code, the display wire was pinched (wire insulation not compromised) and a battery drawer shorting bar was required. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was returned for annual calibration. There was no patient involvement. It was further reported that the epg subsequently tested out of specification during manufacturer's analysis.